Event description:
It was reported that the patient's right atrial (ra) lead had high impedance, high threshold, and possible fracture. Further noted that there were no p-waves, and no capture. The physician was able to obtain measurements within normal limits through the analyzer, so it could not be determined if this was a lead or device issue. The patient had symptoms of fatigue and cannon atrial waves. The ra lead was capped and replaced; the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2003. (B)(4).